Event description:
During a remote follow up, noise resulting in oversensing was observed on the right ventricular (rv) lead. Damage was suspected but not confirmed. No intervention has been performed. The patient was stable.

Manufacturer narrative:
Primary unique device identification (UDI) number cannot be provided as a product serial number provided was not valid.